Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cq5062j pta balloon dilatation catheter allegedly experienced a rupture. The information was received from one source. One patient was involved with no reported patient injury. The female patient weighed (B)(6) kgs and was (B)(6) years old.

Manufacturer narrative:
H10: the lot no for the device was provided, therefore a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for the reported balloon rupture and peeled pebax. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cq5062j pta balloon dilatation catheter allegedly experienced a rupture. The information was received from one source. One patient was involved with no reported patient injury. The female patient weighed 40 kgs and was 65 years old.